Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer is unable to push anything on the pump. Customer does not have her meter with her. Customer was sweating and had her pump in her pants. Customer had been doing that for 8 weeks and had not had an issue. It was explained that sweat over time on the pump can eventually cause an issue. Customer stated that she was sweating and got wet with water. The set was pulled when she was taking her clothes off. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm. No moisture damage found inside insulin pump. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.